Event description:
A malfunction was reported on the pump, which might have been caused by it getting damp. The customer¿s blood glucose level was not adversely impacted, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappears, which they understood.